Event description:
Potential for injury associated with a model 96-2 shower chair with a bent frame. This event could lead to product instability and cause the chair to possibly not meet its designed weight-bearing capacity